Event description:
The customer reported that cell #3 of biotestcell-p3 yielded false positive antibody screening test results in solidscreen ii on tango. Nine patient samples that had caused false positive test results were sent to us for quality control, but none of the supposedly defective product was returned. The patient samples appeared to be very old and were discolored. Therefore, an evaluation of the results obtained by tango in our quality control laboratory was not possible. Additionally, our quality control laboratory tested the retained sample of biotestcell -p3 with different samples and positive and negative controls. All positive and negative reactions were correct. We sometimes observed that negative reactions with cell #3 did not show a discrete button but had a diffuse surrounding. Nevertheless reactions were still correctly negative. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.